Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device not received for evaluation.

Event description:
During initial implant of afx devices the physician had trouble closing the valve of the delivery system introducer while snaring of the contra lateral limb wire. Once the wire was snared the physician was unable to advance the inner core. The physician elected to discontinue the procedure and removed the delivery system from the patient. It was reported the patient had 2 liters of blood loss during the procedure. The patient is in stable condition and does not want to have an additional endovascular procedure.